Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: conversation with dr. (B)(6) about having issues with the 4x140 and 4x170 pins cracking the femoral cortex when being drilled in for array placement.

Event description:
As reported: conversation with dr. (B)(6) about having issues with the 4x140 and 4x170 pins cracking the femoral cortex when being drilled in for array placement.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that 4x140 and 4x170 pins cracking the femoral cortex when being drilled in for array placement. The product was unavailable for inspection as the product was not returned. Product history review: not performed as lot no was not provided. Complaint history review: not performed as lot no was not provided. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.